Event description:
The customer reported that prior to use on a patient (at the power up), the iabp generated a "fault code # 66" (safety vent failure) and the iabp shutdown. No adverse event was reported.

Manufacturer narrative:
The company representative verified error code # 66 in error log. The company representative replaced the k6, the vent valve (0119-00-0170). Batteries failed after 45 minutes (spec is 135 minutes). Replaced batteries. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).